Manufacturer narrative:
Immucor was not able to review actual test results or instrument data (not provided). No sample or product was returned to immucor for evaluation. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported that they received unexpected negative reactions with capture-r ready-ID extend I on an echo v2.0 instrument.